Event description:
It was reported that when using the bd pyxis¿ es server, all patients list used to only show patients from their unit, but it seemed to show all the patients in the hospital, making it take longer to find their patients every day. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that more than one unit was assigned under single area. A technical support specialist (tss) completed initial troubleshooting and found patient retention set to 31 days, with area jgc containing 595 patients, which contributed to slow patient list display. It was identified that users could see all patients because areas jgb, jgc, and jgd each had multiple units assigned. Tss informed the customer of the configuration and advised coordinating with the pyxis admin to limit each area to one unit. The pyxis admin made the updates, after which the customer verified that the issue was resolved. The system functioned as intended after the technical support specialist investigated and guided the customer to resolve the issue.